Manufacturer narrative:
The revcore thrombectomy catheter (revcore) was returned to the manufacturer and evaluated. Visual inspection of the device confirmed the tip had separated, and visual inspection revealed additional damage at the proximal hub, where the cap experienced separation. The tip was not returned with the remaining device. Images were taken of the inner catheter shaft, where the tip adhered to which revealed cured adhesive on the mating surfaces. As cured adhesive was observed, the failure is unlikely the result of deficiencies in the manufacturing process. An unopened device from the same lot was also returned and tested. Tensile testing was completed on the tip. The device passed production tensile testing. The tip separated likely due to the device being caught in particularly torturous anatomy which challenged the adhesive bond. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted, and no similar issues have been reported against this lot number. The device labeling includes the following warning statements: "avoid using excessive force to advance or retract against resistance. If excessive resistance is encountered, retract, and collapse the coring element into the outer catheter and remove the device. Excessive force against resistance may result in damage to the device or vessel." Manufacturer reference #: (B)(4).

Event description:
On (B)(6) ,2025, a 46-year-old male underwent deep vein thrombosis (dvt) thrombectomy using inari devices. The patient's clot age was estimated at 20 days. During the thrombectomy, while removing the revcore catheter from the patient, the radiopaque tip separated from the catheter but remained on the guidewire. The physician was able to be advanced and out of the patient's body through the protrieve sheath that was in the patient's right internal jugular vein. The patient did not experience any injury during the procedure. The procedure was completed and approximately 85% of the patient's clot was removed.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Upon completion of the investigation, a follow-up report will be submitted. Manufacturer reference: (B)(4).